Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt had acute bending between the left circumflex and the left main (about 90 degrees) and severe calcification and stenosis at the proximal left circumflex. The guide wire successfully crossed the lesion and pre-dilatation was done by using a 2.5 x 15 mm balloon. Then, the 2.5 x 28 mm xience v was implanted from the distal left main to the proximal left circumflex, and a slight dissection was seen after stenting. The 2.5 x 18 mm xience v was selected to cover the dissection; however, during advancement, strong resistance was encountered while trying to reach a more distal position. So, an attempt was made to withdraw the stent delivery system (sds) but, it was stuck in the left main. Finally, the 2.5 x 18 mm xience v stent was implanted and the sds was successfully withdrawn. It was noted that the xience v could not be delivered to a more distal part, nor withdrawn, because it might have caused the stent to dislodge. The dissection was finally resolved by prolonged ballooning using another company's 2.5 x 15 mm balloon catheter. The pt was stable and the procedure was ended without other complications. No additional event or pt info is available.

Manufacturer narrative:
A second device, xience v everolimus eluting coronary stent system, indicated is being filed under MFR number 2024168-2009-00824.